Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Flexible small starter glenoid reamer product# 5901-0025 tip broke off in guide due to patient hard glenoid bone.

Manufacturer narrative:
The reported event that centering drill was alleged of 'instruments - drill - broken' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by drilling with high force into the patients hard glenoid bone. The device inspection revealed the following: the tip of the centering pin is indeed broken off as complaint. The tip as such could be retrieved by the surgeon but was not returned for investigation. Considering the given information ¿tip broke off in guide due to patient hard glenoid bone¿, we determine that far too much mechanical force had been applied and resulted in the tip breakage. Please ensure to check cutting instruments prior use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Flexible small starter glenoid reamer product# 5901-0025 tip broke off in guide due to patient hard glenoid bone.